Manufacturer narrative:
The delivery device with the stent on the balloon was received and damage was observed on the stent. Visual examination of the stent revealed damage to the proximal end. A proximal stent strut was bent. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The manufacturing records for top assembly batch 8735243 have been reviewed and no issues or discrepancies were found. There are no similar complaints of this nature related to this batch number. The root cause of the stent damage difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was observed. When removing the 3.00x16mm taxus express2 drug eluting stent from the hoop, a stent strut was found to be sticking out. There was no patient contact with the product. Another taxus express2 stent of the same size was used to successfully complete the procedure. There were no patient complications reported.